Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 6/6 was not confirmed due to a lack of sample. Therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240; which occurred on the home choice (hc) during use, during dwell 6 of 6. The baxter technical service representative (tsr) cleared the error and informed the home patient (hp) of the error's meaning. The hp would stop therapy for the morning. During follow-up with the home patient (hp) on (B)(6) 2011 regarding the reported problem, the hp stated for that evening they just ended therapy during dwell, and drained out the next evening and continued therapy fine. The hp stated they have not had any alarms since that evening. The hp stated that they believe it was a cassette issue. Hp stated therapy has been continuing without further problems. They stated they did not save samples, nor is the lot number available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.